Event description:
It was reported that an Edi catheter used for NAVA (Neurally Adjusted Ventilatory Assist) treatment broke in the patient¿s stomach. A residue of the Edi catheter remains in the abdomen, and a procedure is planned to remove it. Final patient outcome was no harm. Manufacturer¿s Ref #: (b)(4).